Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) fell and then noticed drainage at the incision site. The physician opened the pocket incision, but not the capsule. No infection findings and the pocket looked clean. Cultures were taken and have revealed no infection at this point. The incision was closed. Other than opening the pocket, there were no adverse patient effects and normal device function was confirmed.